Event description:
This case reported by a family member concerns a pt. The pt's medical history was not provided. It is unk whether pt was taking any other medications. The pt is receiving insulin lispro (humalog) on a sliding scale, 18 units in the morning and 20 units in the evening of human insulin isophane suspension (humulin n), and 9-18 units in the morning on a sliding scale of human regular insulin (humulin r) via a pen injector device (humapen ergo teal/opaque, lot# unk). The pt has used eight humapens over the last 1.5 years and the pt's family member believes the humapens are very inaccurate. They often skip and do not dispense insulin consistently. Family member (and other family members) have tested the humapen by injecting insulin in a glass and then withdrawing it with a syringe. They all consistently saw different quantities present in the syringe and determined that the dosage of the pen was inaccurate. The pt has experienced very high blood glucose levels over the last year and a half with values of 17-25 (mmol/litre) and has been hospitalized over 10 times (admitted 7-8 times). The pt's dose had been regularly increased with no improvement. However, there was significant improvement in their levels at the hospital when they used syringe with the same dosage. They have been using syringes for 4.5 days and have seen a significant improvement in results. The humapen has been stored in the refrigerator and noticed condensation when removing the pens from the fridge. They have a total of six pens which family member will return to the company. On 07-mar-2003, two humapen ergo devices (model number ms8335) were returned to the company for analysis, lot #a1405 (cid171045/cid171050) and lot #a1358 (cid 171047). Both were returned with a clear cartridge holder, lot #ce, attached to a teal/opaque pen body. Four other humapen ergo devices are expected to be returned (cid 171078, lot #'s unknown) but have not yet been received. Pharmaceutical delivery systems (pds) initial analysis comments on 10-mar-2003: investigation in progress for cid 171045 and cid 171047, contents of the complaint narrative suggests that device (cid 170078) may have had both engagement tabs broke. However, this cannot be confirmed without the device. In the event that this device is returned, it will be evaluated to determine if a reportable malfunction/near incident had occurred. Update 07-mar-2003: add'l info received on 07-mar-2003 from qc. Added two add'l suspect devices and details of all 3 device investigations. Update 10-mar-2003: added MFR initial analysis comments. Update 11-mar-2003: removed comments from the "final results/conclusion" field. Amended wording in preliminary comments. This report is associated with 1819470-2003-00010 and 1819470-2003-00012, since more than one device was implicated with the adverse event.